Manufacturer narrative:
(B)(4). Customer informed that touch frame was replaced and ventilator repaired by a non-medtronic tech. Covidien was not authorized to repair the device.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the touchframe printed circuit board. Covidien was not authorized to repair the device.

Event description:
It was reported that, the touchscreen on an 840 ventilator was unresponsive. The ventilator was not in use on a patient at the time the event occurred.